Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced helix extension difficulty. High capture thresholds, and abnormal impedances values were also observed. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is not expected for return as it was disposed of at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.